Event description:
It was reported there was oversensing, high impedance of 3000 ohms, lead fracture, and that the patient received 2 inappropriate shocks. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. Additionally, a lawsuit alleges the patient has sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' and fractured lead.

Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead analyzed.